Event description:
It was reported the ipg could not communicate with either the pt programmer or the charging system. The pt is without stimulation and has been unable to recharge for the past several days. Troubleshooting was attempted to no avail and the pt programmer displays an error message. Follow-up identified the ipg was explanted and replaced on (B)(6) 2014. Effective stimulation was restored postoperatively and the issue has resolved.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.